Event description:
Left to right contralateral access. Cto in the right proximal/mid at. Physician had legacy rubicon proximal to lesion. When attempting to cross the wire, the tip looked like it was going to fracture. Physician pulled wire before tip completely fractured. He then pulled a victory 14 30g tip and was unable to cross cto. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none, removed wire before tip completely fractured. What is the next course of action?: na. Replace for customer. Patient present at time of event?: yes, patient complications: no patient complications

Manufacturer narrative:
Complaint investigation has been completed as part of this report.

Event description:
Left to right contralateral access. Cto in the right proximal/mid at. Physician had legacy rubicon proximal to lesion. When attempting to cross the wire, the tip looked like it was going to fracture. Physician pulled wire before tip completely fractured. He then pulled a victory 14 30g tip and was unable to cross cto. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? None, removed wire before tip completely fractured. What is the next course of action? Na. Replace for customer. Patient present at time of event? Yes, patient complications: no patient complications.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.